Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range. The device is at elective replacement indicator (eri). The device remains in service. No adverse patient effects were reported. Additional information obtained; the device was explanted and replaced.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited shock lead impedance out of range. The device is at elective replacement indicator (eri). The device remains in service. No adverse patient effects were reported.